Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net low, out or range pacing lead impedance was observed on right ventricular lead. Later when the patient presented in the clinic, the recommended programming changes were made. The patient was stable after the programming changes.